Event description:
It was reported that when a device was used during an unknown procedure, the device fired malformed staples. Another device was used to complete the case. There were no patient consequences.